Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the sagittal saw attachment device came apart and therefore, the pre-repair diagnostic could not be completed. It was further determined that the device failed pretest for general condition and tool coupling check. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed pretest for general condition, function of the quick saw blade coupling and tool coupling check. A visual and functional assessment was performed on the device which found that the turning knob and stop sleeve were broken off from the unit. During repair, it was determined that the set screw was broken. Therefore, the reported condition was confirmed. The assignable root cause was due normal wear over time if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.